Event description:
Procedure type: hernia. According to the reporter: the staples would not close. Another disposable loading unit was loaded and the device remained jammed to the mesh. The surgeon subsequently tore the patient tissue while pulled to release the instrument. No further details were provided.

Manufacturer narrative:
Initial report sent: 11/29/2007.